Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant had an impella cp pump placed for support of a patient admitted in with acute myocardial infarction/cardiogenic shock. The pump had a rapid changed in flows with suction. The pressure dropped to p-2. Volume was given via albumin and lacatated ringer's boluses without resolution of suction. The device was repositioned and still there were poor flows. Upon evaluation, the pump had extremely low overall flows throughout and there was a concern for a clot. The decision was to leave the pump in overnight at p-2 to trial wean. The patient was taken to the operating room the next day and the impella cp was explanted. At the time of explant, the surgeon did have to perform a two-part cut down to remove the device and close the arteriotomy due to an exceedingly high stick upon initial insertion. Upon confirmation with the field representative, the low flows was due to thrombus seen at pigtail. The patient remained stable and survived the event.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, low pump flow, and thrombus has been completed. The impella device was not returned for evaluation. Vascular damage - peripheral: based on the clinical details that a high stick angle was used during access, likely without ultrasound guidance, the root cause of the vascular damage was determined to most likely be a use issue. Low pump flow: data logs were reviewed and several abnormalities were noted. On (B)(6) 2025, there were several spikes up in the ps that were followed by an initial set of motor current (mc) spikes to 1400 ma and speed deviations at p-9 that was followed by a slight step down in mc. However, shortly after, there was another spike to 1500 ma with speed deviation that was followed by a distinct drop in flows and loss of mc modulation. Pump flows became low through the following day, when a third mc spike with speed deviation resulted in pump flows increasing back into specification for p-2. These are all indications of an object obstructing the impeller, which supports the report of potential biomaterial near the pump seen on echo. Purge pressure was not affected at all during the case. Product was not returned for investigation. Based on the clinical details provided that neither volume or repositioning resolved the issue and data log review showing several instances of biomaterial ingestion signatures, the root cause of the low pump flows was most likely biomaterial. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined.